Event description:
It was reported that the device had a downstream occlusion seal degradation. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Downstream occlusion (dso) seal bubbled/degraded and upstream occlusion (uso) seal damaged/worn. Performed functional testing and visual inspection. Customer's reported "dso seal degradation" problem was verified by visual inspection. The root cause was the dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The previous service on (B)(6) 2023 was for the same reason of ¿dso seal damaged¿. This reason for return is related to a past service.